Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced hypoglycemic event with blood glucose level of 20-25 mg/dl. Ems called in and patient was taken to the hospital was given glucose. Per ae assessor, this hypoglycemic event with subsequent hospitalization is a prespecified ae not related to device failure but related to decreased po intake. Device not available for technical review.

Event description:
During a call to valeritas customer care (vcc), diabetic type 1 patient (pt) reported a problem with ez fill pt also reported that at the end of (B)(6), she became unconscious because of a low blood sugar and had to be hospitalized. Pt reported the events as follows: at the end of (B)(6) (pt does not remember the date) on a friday night, she was wearing vgo 30 and went to sleep. When her 10 year old grandson came to visit the next day, he insisted something was wrong with her because she could not be aroused. Ems was called and pt taken to hospital. She was told that her blood sugar was 20-25. Pt was discharged 4 days later. Pt reports that she has been cutting down on her food and she has lost 75 pounds. She attributes her low to eating less and needing less insulin. She is now on vgo 20, she has recently been having problems with her ez fill causing her insulin to leak. She said she has used the vgo for 2 and a half years and this has never happened before. Ae assessor has determined that this hypoglycemic event with subsequent hospitalization is a prespecified ae not related to device failure but related to decreased po intake.